Event description:
It was reported that the patient presented in-clinic for routine follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi behavior. The device was unable to be restored to original functionality. Device replacement was discussed; no intervention was reported.